Event description:
It was reported that pump experienced malfunction during software update, and failed to turn back on. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.